Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: freestyle libre 2 plus, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported applying the pod to the lower back prior to work and administering a dinner bolus of approximately 12 units. The patient reported suspected insulin leakage during bolus administration and that the full dose may not have been delivered. The pod was worn for longer than 72 hours and was not replaced. The following morning, the controller displayed ¿high,¿ indicating that blood glucose was likely above the measurable range (>400 mg/dl), and ketones were measured at 5.4 (units not provided). The patient reported feeling unwell with nausea. A correction bolus was administered via the pod; however, after approximately two hours, ketones increased to 5.6 (units not provided). The patient subsequently sought medical attention and was hospitalized for three days with diabetic ketoacidosis. No information on treatment was available. Additionally, the patient reported that high glucose alerts occurred but were not heard due to the controller being set to vibrate. Device and use details, including pod use during medical treatment, were unavailable.